Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported erratic ise results for an unspecified number of patients on the laboratory¿s au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.